Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, the device was at elective replacement indicator and premature battery depletion was suspected. The device was also in backup vvi and the patient experienced episodes of pre-syncope. The device was explanted and replaced, and the patient was stable following the procedure.

Manufacturer narrative:
The device was received in elective removal indicator (eri) operation and analysis of the device image indicated the device did not enter backup vvi mode. It was noted that false eri was triggered on july 06, 2017 due to the device pacing in high output mode. The battery trend data was analyzed and revealed no anomalies. Further electrical and mechanical testing verified the battery reached normal eri. The events of backup vvi mode and premature battery depletion were not confirmed.